Event description:
Complainant alleged that while attempting to pace a patient, after pacing for 15 minutes, the device lost capture of the patient's heart rhythm. The clinicians checked all connections and was still unable to capture a rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.